Manufacturer narrative:
(H3) a review of the sterile certificates was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. *the following sections have corrected information: (d1) brand name section d: please disregard product information. (D10) concomitant device(s): (B)(6) - 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6) - 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) - 320-15-05 - eq rev locking screw. (B)(6) - 320-20-00 - eq reverse torque defining screw kit. (B)(6) - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (G4) please disregard PMA/510(k)number. (H4) please disregard device manufacture date.

Manufacturer narrative:
D10: concomitants: (B)(6) - 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6) - 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) - 320-15-05 - eq rev locking screw. (B)(6) - 320-20-00 - eq reverse torque defining screw kit. (B)(6) - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm.

Event description:
It was reported that this patient's right shoulder was revised approximately 1 year 2 months post op due to infection. Cement spacer put in. No breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. No product return available - reason unknown. X-rays and phots received.